Event description:
The event is reported as: the skin stapler is stuck during use. No reported injury to pt or user.

Manufacturer narrative:
The device is reported as available, but not received by the manufacturer at the time of this report. The results of the investigation are not available at the time of this report.